Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call they experienced high blood glucose level. The blood glucose of the customer was 500 mg/dl at the time of the incident and current was 100 mg/dl. Customer stated that auto mode feature was active and automatically adjusting insulin at time of high blood glucose level event. The insulin pump will not be returned for analysis.